Event description:
On (B) (6) 2008 the patient reported that his infusion device was displaying e6 (mechanical) error. He stated the error has occurred several times over the last few days when his insulin cartridge reaches 175 units remaining. He stated that he is usually able to clear the error by removing the insulin cartridge and performing the change cartridge procedure using the same cartridge or a new cartridge. He stated that when he adjusts the piston rod for a partial insulin cartridge the infusion device makes a "funny" noise. He also stated that each time the error has occurred he has changed the battery. To troubleshoot the patient was instructed to place the infusion device in run mode and to prime. Immediately e6 was displayed. The patient was advised to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.